Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized with hyperglycemia of around 1000 mg/dl per the doctor, dehydration, excessive thirst, dizziness, headache, vomiting; tiredness, fatigue, and loss of energy; treatment received was not provided.